Event description:
It was further reported that on (B)(6) 2012, the patient presented with weakness and was admitted on the same day for "strengthening and rehabilitation." The patient had a recent hospitalization due to unexplained gastrointestinal bleeding and had been extremely weak since the hospitalization. At admission, the patient reported that she had "persistent diarrhea, painful decubitus on her heels, dorsum of the right foot and over her sacrum." The patient was placed on a low air loss mattress bed, nutritional support, rehabilitation for ambulation, local treatment for the decubitus ulcers and insulin for glycemic control. Two days later, the patient was noted to be anemic with hemoglobin level of 9.5 and hematocrit value of 28.6 and was treated with 2 units of packed cells. Four days later, the patient was found to be hypoxic and was started on treatment with oxygen. Later on same day, the patient was found without pulse or respirations and was pronounced dead by the ER physician. The final diagnosis included "deconditioning, multiple decubitus, multiple end-organ damage, juvenile-onset diabetes mellitus and anemia secondary to gastrointestinal bleeding." The cause of death was noted as "multiple end-organ damage." The event was assessed as not related to the study device.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The lesion being treated was located in the mid right coronary artery with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00x32mm taxus liberte stent, with 0 % residual stenosis following post-dilatation. The patient was discharged on aspirin and prasugrel. One year later, the patient was admitted for multiple-end organ damage. Two weeks later the patient expired. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2012, the patient was hospitalized with severe weakness and inability to transfer. Her decubitus ulcers were treated with local wound care and the patient was placed on an air mattress. The patient expired six days later. At the time of the event, the patient was taking aspirin and study medication per protocol with no changes. No autopsy was performed and death certificate is not available. Post medical review, the event was assessed as not device related. Cec upgraded the device causality as "related."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family was conducted and confirmed that the device met all applicable specifications. Review of available information revealed no evidence that the reported clinical event is attributable to a device related root cause. The root cause is anticipated procedural complication as the reported patient effects are listed as potential adverse events in the product directions for use. (B)(4).